Manufacturer narrative:
The lens remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
Patient developed subconjunctival hemorrhage around suture in right eye a few days after second lens implant, possibly due to rubbing eye around area of the suture. Patient is now happy with distance vision after explant and replacement with different trulign but still is not accommodating with lens. She will need near vision (nv) glasses.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was dissatisfied with her vision results in her right eye. The surgeon reportedly explanted the lens due to miss target on patient with short axial length. After lens exchange, the patient stated that the surgery was successful and she had good vision for a week then developed subconjunctival hemorrhage and decrease of near vision. Additional information has been requested but has not been received. This report is for the second lens that was implanted.